Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing with the thermal therapy system, there was an issue with the disposable cooling catheter system (ccs) kit. It was reported that lesions formed non-uniformly and ablated tissue was one sided as the unit ablated in a 180 degree region instead of 360 degrees around the laser diffusing fiber (ldf). It was reported that tissue testing was being conducted where under smaller ablation times, the ablated tissue was on one side of the ldf and catheter. It was noted that switching ldf's did not restore functionality, leading to the cooling catheter being suspected to be the cause of the issue. It was noted that a 15w laser with 8ml/min flow and 16 seconds of exposure time were being used. There was no patient present when this issue was identified.